Event description:
It was reported that the user experienced recurrent nighttime low blood glucose, including a documented value of 61 mg/dl accompanied by an urgent low soon alert, and self-treated with oral carbohydrate (apple juice) with subsequent return to range; additional clinical training was scheduled. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring prompt self-management and follow-up education. Investigation included a review of the reported event details and triage for clinical management support. Investigation of this case revealed no device malfunction reported and an unclear etiology of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.